Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2182959-2011-00284 and MFR report # 2183959-2011-00286. On (B)(6), 2008, a monarc sling device was implanted to treat pelvic organ prolapse. "After, and as a result of implantation," the patient experienced, "bodily injuries" including extreme pain, recurrent infections, erosion of internal body tissues, dyspareunia and "other injuries" that are ongoing.